Event description:
It was reported that pt in act per vad coordinator instruction for data analysis of "red alarm." Upon device interrogation low flow alarm noted a minute. Pt reports that he changed his batteries to another fully charged set but upon connection one of the batteries not charged and the other was 100% charged. While trying to assess the alarm heard pt disconnected the fully charged battery leaving the uncharged battery to cause the alarm. Old batteries removes (B)(4) and new batteries dispensed, (B)(4). Data analysis sent. Vad parameters wnl. Md aware and pt ok to go home after analysis reveals battery issues.